Event description:
This patient experienced an arrhythmia following cypher stent implant. This was treated with the placement of a temporary pacing catheter. This patient was admitted to the hospital with a chief complaint of acute mi (less than 72 hours prior). The patient was currently taking no reported medications. The patient was taken emergently to the cardiac cath lab, where angiography revealed a 100% de novo, heavily calcified, eccentric, diffuse, bifurcated, ostial lesion of the distal rca/av branch with timi 0 flow. There was pre-existing clot noted in the vessel. A bolus 5,000 units of heparin was administered via IV. Also administered intra procedure were aspirin, ticlid, nicoradil, and cilostazol. There were no difficulties in accessing or wiring the vessel noted.